Event description:
A proximate ti stapler did not fire during use. Open staples fell into operative site and were immediately retrieved. The bowel was hand sewn instead of stapled. No harm came to the patient and the procedure was completed as planned. Manufacturer response for staple, implantable, proximate (per site reporter). The site rep was notified at the time of the event and will follow up with surgical staff. The device will be returned for failure analysis.

Event description:
A proximate ti stapler did not fire during use. Open staples fell into operative site and were immediately retrieved. The bowel was hand sewn instead of stapled. No harm came to the patient and the procedure was completed as planned. Manufacturer response for staple, implantable, proximate (per site reporter). The site rep was notified at the time of the event and will follow up with surgical staff. The device will be returned for failure analysis.